Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was a general complaint that the pump module in a primary-secondary infusion setup was infusing medication from primary bag instead of the expected secondary bag. There was patient involvement, however outcome is unknown.

Event description:
It was reported that the pump module was infusing fluids from a primary bag, instead of the expected secondary bag. This was a generic complaint. There was patient involvement, however outcome is unknown.

Manufacturer narrative:
Omit : (B)(6) - inaccurate delivery (2339). Correction : describe event or problem, additional information : imdrf annex a code and manufacturer narrative. Root cause : the root cause for the reported issue of an inaccurate delivery was not determined because no products or device logs were returned.